Manufacturer narrative:
Approximate age of device: 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired and the cause is unknown. The device will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. Hm3 IFU document #(B)(4) rev a. Death is listed as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.